Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 during which the right l3 lead was explanted, the left l3 lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Corrected: d4 the results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined

Event description:
It was reported patient lost effective stimulation due to high impedances on two drg leads. Investigation was unable to identify which leads. Next course of action is underdetermined at this time.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.